Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred vision and dry eyes. Additional information was provided that after cataract surgery patient experienced halo or glow around letters, objects were not clear, and the night vision was horrible. It was giving patient anxiety attacks when driving with bright starry lights and letters, after surgery patient having worse distance vision then near vision. Patient also experienced shimmering that causing poor vision and also had a scar tissue in both eyes. It was reported that doctor performed laser scar tissue removal on the left eye on (B)(6) 2021, after the surgery doctor asked the patient to discontinue all the drops that was instructed after the implants. After the scar tissue removal doctor asked consumer to use lubricating drops for dry eyes. On (B)(6) 2022, the technician did an initial eye examination, during the examination patient was not able to see the letters clearly and she reported that there are still halo and fuzziness around the letters. Doctor also reported that the scar tissue was gone, and the eyes looked good. He also said that patient has a dry eye and squinting due to age. No further information available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported. The manufacturer internal reference number is: (B)(4).